Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet while the sensor continued to provide readings in the dexcom mobile application, and the user restarted the pairing process after toggling settings, restarting, and re-entering the pairing code. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included no medical intervention and no hospitalization. Investigation included guided troubleshooting and attempted re-pairing. Investigation of this case revealed a suspected communication or pairing issue between the cgm and the ilet, with the sensor itself functioning and no evidence of device damage or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.